Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.00/+3.0/082 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to the lens was implanted upside down. There was no patient injury. The lens was damaged when explanted from the eye. Another lens was not implanted.